Event description:
It was reported via repair work order that the brakes on the unit could not engage due to debris in the brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.